Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed storage after brief power outage across hospital, station include ec blue, ec flex, 4obs, 3a, 2c, and 4b. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by using recover drawer function or rebooting the system. The pharmacy showed that there was no error message on health sight viewer. The system functioned as intended after customer resolved the and fse investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed storage after brief power outage across hospital, station include ec blue, ec flex, 4obs, 3a, 2c, and 4b. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d medical device catalog & unique identifier (UDI).